Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 70 months ago. Aneurysm and vessel morphology at the time of the implant are unknown. It was reported that at the index procedure, a distal type I endoleak was identified, which the physician elected to treat successfully with an aneurx extension cuff. Some minimal type ii endoleaks due to bilateral retrograde flow from the lumbar arteries were also noted. At the time of migration, CT showed that the aneurysm was 6.9 cm x 6.6 cm and a distal migration of the stent graft of at least 23 mm, without an endoleak. The aortic neck diameter was 27 to 30 mm. The cause of migration was noted as disease progression and aortic neck dilatation. The patient is stable, and no intervention has been performed as of this report.

Manufacturer narrative:
Eval- results: endoleak, graft migration. Disease progression and aortic neck dilatation, type ii endoleaks from lumbar vessels. Conclusion: disease progression and aortic neck dilatation, type ii endoleaks from lumbar vessels. No intervention planned.